Event description:
A consumer's wife reported that following bilateral intraocular lens (iol) implant surgeries, her husband is experiencing red, swollen, itchy and "burning" eyes; and that the left eye is worse than the right eye. She reported that his surgeon told him his symptoms were due to environmental allergies and not the lenses. Her husband was given medications but they did not help and is scheduled to see an allergist. In a follow-up, the consumer reported that his left eye is "almost swollen shut". He was told by his surgeon that his symptoms may be due to the postoperative drops given him. He discontinued the drops as instructed, but it did not help. He stated he has a history of environmental allergies and had allergy shots for years. He also stated that his distant vision is not as clear as he expected without glasses and has double vision when looking at green lights at a distance. He stated that he does have a preexisting history of trouble reading green signs before surgery, but not double vision. He was told by his surgeon that the double vision would be correctable with glasses. In a follow-up, the surgeon reported the events continue with mild itching and symptoms have improved. Medications were used to treat the event. In the surgeon's opinion, the device did not cause/contribute to the event but is due to probable allergic reaction to environmental source or postoperative eye drops. Trace posterior capsule opacification was noted in both eyes. Add'l info provided also indicated that an unapproved lens/cartridge combination was used. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: the root cause could not be determined from the investigation. A failure to follow the dfu was also indicated by an unapproved lens/cartridge combination was used. The use of unapproved products may result in delivery difficulties or lens damage. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2011 by phone, fax and mail. Two completed questionnaires were received on (B)(6) 2011 and (B)(6) 2011. (B)(4).